Event description:
Additional information received noting the patient experienced bradycardia and their heart rate prior to the event was 70-80s and during the event it was 20-31. The bradycardia occurred on (B)(6) 2025 and it was noted that a trigger was medication withdrawal while the patient was in the epilepsy monitoring unit. The patient's medication was discontinued to provoke seizures. The arrhythmia did not correlate to the on time of the vns and it did not occur during diagnostics. An ECG and echo was performed. The bradycardia was assessed as not being related to the vns. No intervention was taken and the device is currently programmed on. The event has not recurred since.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing bradycardia in the emu during seizures. The vns was disabled and there were no brady episodes. No other relevant information has been received to date.